Event description:
Using a walker [walking aid user] . Not able to get up out of a chair [mobility decreased] . Allergic reaction [drug hypersensitivity] ([injection site joint pain], [injection site joint swelling], [injection site joint warmth], [knee effusion]). Case narrative: initial information received on 17-feb-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) female patient who was using a walker, not able to get up out of a chair and allergic reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml for once only via bilateral knee osteoarthritis (batch number: unknown). Information for batch number requested. On the unknown date of (B)(6) 2022, after the latency of some days starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergic reaction (drug hypersensitivity) as both knees were quite swollen with fluid (injection site joint swelling) (joint effusion). Both were hot to touch (injection site joint warmth). On (B)(6) 2022, after latency of 6 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was using a walker (walking aid user) as was not able to get up out of a chair (mobility decreased). Patient was in lot of pain. Doctor ordered a narcotic for the pain. Action taken: not applicable for all the events. Corrective treatment: narcotic pain reliever for pain; not reported for rest all the events. Outcome: not recovered for not able to get up out of a chair; unknown for rest events. Seriousness criteria: disability for walking aid user and mobility decreased.

Event description:
Using a walker [walking aid user] not able to get up out of a chair [mobility decreased] allergic reaction [drug hypersensitivity] ([injection site joint pain], [injection site joint swelling], [injection site joint warmth], [knee effusion]). Case narrative: initial information received on 17-feb-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 78-year-old female patient who was using a walker, not able to get up out of a chair and allergic reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength 48mg/ 6 ml) at the dose of 6 ml for once only via bilateral knee osteoarthritis (batch number: unknown). Information for batch number requested. On the unknown date of (B)(6) 2022, after the latency of some days starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergic reaction (drug hypersensitivity) as both knees were quite swollen with fluid (injection site joint swelling) (joint effusion). Both were hot to touch (injection site joint warmth). On (B)(6) 2022, after latency of 6 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was using a walker (walking aid user) as was not able to get up out of a chair (mobility decreased). Patient was in lot of pain. Doctor ordered a narcotic for the pain. Action taken: not applicable for all the events. Corrective treatment: narcotic pain reliver for pain; not reported for rest all the events. Outcome: not recovered for not able to get up out of a chair; unknown for rest events. Seriousness criteria: disability for walking aid user and mobility decreased. Product technical complaint (ptc) was initiated with global ptc number 100201914 on (B)(6) 2022 for product synvisc one. Batch number; unknown; sample status: not available. The investigation was in process additional information was received on 17-feb-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly.

Event description:
Using a walker [walking aid user] , not able to get up out of a chair [mobility decreased] , allergic reaction [drug hypersensitivity] ([injection site joint pain], [injection site joint swelling], [injection site joint warmth], [knee effusion]). Case narrative: initial information received on 17-feb-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 78-year-old female patient who was using a walker, not able to get up out of a chair and allergic reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength 48mg/ 6 ml) at the dose of 6 ml for once only via bilateral knee osteoarthritis (batch number: unknown). Information for batch number requested. On the unknown date of (B)(6) 2022, after the latency of some days starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergic reaction (drug hypersensitivity) as both knees were quite swollen with fluid (injection site joint swelling) (joint effusion). Both were hot to touch (injection site joint warmth). On (B)(6) 2022, after latency of 6 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was using a walker (walking aid user) as was not able to get up out of a chair (mobility decreased). Patient was in lot of pain. Doctor ordered a narcotic for the pain. Action taken: not applicable for all the events. Corrective treatment: narcotic pain reliever for pain; not reported for rest all the events. Outcome: not recovered for not able to get up out of a chair; unknown for rest events. Seriousness criteria: disability for walking aid user and mobility decreased. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 17-feb-2022 for product synvisc one. Batch number; unknown; sample status: not available. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. The final investigation was completed on 29-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 17-feb-2022 from healthcare professional. Global ptc number, form and strength added. Text was amended accordingly. Additional information was received on 29-jul-2022 from other healthcare professional. Global ptc details were added. Text was amended accordingly.

Event description:
Using a walker [walking aid user]. Not able to get up out of a chair [mobility decreased]. Allergic reaction [drug hypersensitivity] ([injection site joint pain], [injection site joint swelling], [injection site joint warmth], [knee effusion]). Case narrative: initial information received on 17-feb-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp (non health care professional). This case involves a 78-year-old female patient who was using a walker, not able to get up out of a chair and allergic reaction with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength 48mg/ 6 ml) at the dose of 6 ml for once only via bilateral knee osteoarthritis ( expiry date and batch number: unknown). Information for batch number requested. On the unknown date of (B)(6) 2022, after the latency of some days starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergic reaction (drug hypersensitivity) as both knees were quite swollen with fluid (injection site joint swelling) (joint effusion). Both were hot to touch (injection site joint warmth). On (B)(6) 2022, after latency of 6 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was using a walker (walking aid user) as was not able to get up out of a chair (mobility decreased). Patient was in lot of pain. Doctor ordered a narcotic for the pain. Action taken: not applicable for all the events. Corrective treatment: narcotic pain reliver for pain; not reported for rest all the events. Outcome: not recovered for not able to get up out of a chair; unknown for rest events. Seriousness criteria: disability for walking aid user and mobility decreased. Product technical complaint (ptc) was initiated with global ptc number (B)(4). On 17-feb-2022 for product synvisc one. Batch number; unknown; sample status: not available. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA( corrective and preventive action) is required. The final investigation was completed on 29-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 17-feb-2022 from healthcare professional. Global ptc(product technical complaint) number, form and strength added. Text was amended accordingly. Additional information was received on 29-jul-2022 from other healthcare professional. Global ptc details were added. Text was amended accordingly. Additional information was received 27-jul-2022 from the other healthcare professional. Collecting organization updated. Text amended accordingly. Local comments: downgrade.